Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge change error occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 168 mg/dl.

Manufacturer narrative:
Cartridge change error was not verified. Altitude alarm issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.